Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the pump is scrolling through the screens when the patient is not touching it. The patient stated that the screen is hyper responsive. This issue was observed over the past few weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2013 with the following findings:investigation found no scrolling or hyper-responsiveness to the keypad buttons. All keypad buttons responded appropriately to button presses. The complaint could not be confirmed or duplicated on investigation. Investigation revealed that the keypad was torn over the ok button, exposing the button key contact. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner¿s booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The keypad cover was removed, and there was evidence of contamination observed under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.